Event description:
Related manufacturer reference number: 2017865-2022-03693. It was reported that the patient presented for a pulse generator change procedure. During the procedure, the physician alleged that both the right ventricular lead and the right atrial lead were broken. The leads were capped and replaced on (B)(6) 2022. The patient was stable in condition.